Manufacturer narrative:
This MDR has alredy been submitter to FDA by the us importer with report number 3014128390-2023--00006.

Event description:
The patient was revised due to shoulder instability on (B)(6) 2022. The implantation date was on (B)(6) 2022. A cup and a stem were explanted. A cup, a screw and a stem were implanted.